Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a cracked display screen. Additional testing could not be performed due to the display issue. The pump was found to be emitting an audible sound as if it were resetting. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that a cracked display happened yesterday while the patient was playing outside. The reporter advised that the pump stopped working and patient was already using alternate insulin delivery method. The pump was beeping and patient's dad took the battery out. There is no adverse event associated with this complaint. This report is being made due to cracked display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.